Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/16/2017 with the following findings: a review of the black box showed evidence of a short battery life resulting in a low battery warning, and replace battery alarm. Moisture was found behind the display lens. Evidence of moisture was found in the battery cap and battery compartment. The pump case was removed to find moisture contamination throughout the inside of the pump. The battery life complaint was unable to be adequately investigated due to an inability to verify the current draw measurements.